Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2011: the patient presented with following pre-op diagnosis: l3 lateral recess spinal stenosis, secondary to ligamentum flavum hypertrophy, facet capsular hypertrophy, neuroforaminal narrowing secondary to disk space height collapse and bulging. L4 lateral recess spinal stenosis, secondary to ligamentum flavum hypertrophy, facet capsular hypertrophy, neuroforaminal narrowing secondary to disk space height collapse and bulging. L3-4 pseudarthrosis. History of l3-4 posterior decompression and instrumented posterolateral fusion in 2009. L3-4 unstable spondylolisthesis. Failure of posterior instrumentation. Lower extremity radiculitis. Mechanical back pain. She underwent the following procedures: l3-4 anterior discectomy with decompression of cauda equine and nerve roots. L3-4 vertebral interspace application of bone graft filled in a lordotic cage. L3-4 arthrodesis, retroperitoneal anterior interbody technique with allograft and bone morphogenic protein placed within the interbody device. Exploration of fusion. Continuous bilateral lower extremity emg monitoring. Navigation for spine surgery. As per operative notes, ¿peek cage chosen for implantation was filled with bone morphogenic protein, collagen sponges, and then impacted into place under fluoroscopic imaging and surgical navigation. Direct visual imaging from the lateral retroperitoneal approach as well as fluoroscopic imaging in the anterior-posterior and lateral planes confirmed excellent placement of the cage. ¿no intra operative complications were reported.